Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board 1 during visual inspection. Device was monitored for 24 hrs. Battery was removed from pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no pump error 23/68 alarms were noted. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 592 mg/dl. Customer stated that the insulin pump had blank display. Customer states display was blank currently. Customer stated insulin pump had pump error alarm. Customer was able to complete rewind. The insulin pump will be returned for analysis.